Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer also reported an insulin flow blocked alarm, differences between sensor glucose and blood glucose levels, and a change sensor alert. The customer reported blood glucose value of 500 mg/dl at the time of hospitalization. The customer was treated for hyperglycemia with IV insulin drip (intravenous insulin infusion), visited the emergency room, and emergency medical services were dispatched. Elevated ketones/diabetic ketoacidosis was treated with IV insulin drip (intravenous insulin infusion), visited emergency room visit and dispatch of emergency medical services. The customer experienced a symptom of feeling sick or unwell at the time of the event and was treated with emergency room visit and dispatch of emergency medical services. The event involved product(s) mmt-1884, mmt-342, mmt-441ag, mmt-7040a. Troubleshooting was performed for high blood glucose event, the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for the difference between the sensor glucose and blood glucose values, the customer reported blood glucose value of 450 mg/dl and the sensor glucose value of 54 mg/dl, the difference between sensor glucose and blood glucose values was beyond 30% limit. Troubleshooting was performed for the change sensor alert and the customer was offered to review sensor best practices. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-441ag. No product return is required for mmt-7040a.